Manufacturer narrative:
Pump booted up properly. Pump failed rewind test due to fatal alarm pump error 35. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to fatal alarm pump error 35. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed during testing and in the detailed traces due to moisture damage on the force sensor. Pump error 24 was confirmed in the history files on (B)(6) 2023 at 12:02:00.00 due to the main processor backup battery power supply (backup vcc) voltage is less than 2.90v for three consecutive one-minute checks caused by moisture damage. Pump error 25 was confirmed in the history files on (B)(6) 2023 due to the power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1 caused by moisture damage. Pump error 29 was confirmed in the history files on (B)(6) 2023 at 12:28:22.00 due to unexpected hardware reset occured caused by moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, pillowing keypad overlay, cracked case - corner of belt clip rails, scratched case. Unspecified alarm was confirmed during rewind to be fatal alarm pump error 35. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at pcba 1, pcba 2, motor, and force sensor. Cosmetic damage confirmed at the back of the pump during analysis. Pump failed rewind test due to fatal alarm pump error 35. Pump error 24 was confirmed during the history files due to the main processor backup battery power supply (backup vcc) was less than 2.90v for three consecutive one-minute checks. Pump error 25 was confirmed in the history files due to moisture damage on the j6/pcba 1 connector causing a resistance issue. Pump error 29 was confirmed in the history files due to moisture damage causing the unexpected hardware reset. Unable to download and generate a second power management due to critical pump error (open book image). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received other critical pump error alarm after swimming. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.